Event description:
Staff reported that b. Braun infusomat space pump IV sets used the asv disconnected from the patient after connecting. Reports of poor connection. B. Braun infusomat space pump IV set (15 drops/ml); reference # 363421 - lot# 0061906420; 0061906629; and 0061855833. Reference reports: mw5152126, mw5152127.